Event description:
Indication for procedure: atrial lead fracture and removal of redundant leads as a means of opening a channel in an occluded vessel for re-implantation. Procedure: this was a left-sided procedure that took place in the operating room to remove 3 cardiac leads (2/rv and 1/ra). The initial placement was approximately 14 yrs ago (1/ra and I/rv), with the last rv placement 4 yrs ago. The md attached a lld-ez to the distal tip of each lead and lased with a 14f sls. During the removal of the ICD lead, the pt's blood pressure began dropping and did not recover. The pt's chest was opened in under 2 minutes. Two perforations of the svc at the right atrial junction were repaired successfully. Analysis: there were no devices returned for analysis. No product-related complaints associated with this event were reported by the physician. Patient outcome: the pt was reported as being "stable" following the procedure.

Manufacturer narrative:
Manufacturer dates for all devices: unknown.